Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized with peritonitis in the last week. The cause of the peritonitis event was not reported. Treatment and outcome was not reported.